Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033689) on 24-feb-2014. The most recent information was received on 08-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, like periodically getting stabbed / severe pelvic pain/pain") and genital haemorrhage ("bleeding lasts 2-3 days") in a 38-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, migraine and headache. Previously administered products included for an unreported indication: mirena iud and betamethasone dipropionate. Concomitant products included clobetasol propionate and multiple vitamins. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding produces very large clots / felt like my insides falling out/abnormally heavy menstrual bleeding/prolonged menstruation; abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("extremely intense menstrual cramps/abnormally severe menstrual pain/dysmenorrhea (cramping)"), weight increased ("gained approx. 40 lbs."), fatigue ("constant fatigue/chronic fatigue"), abdominal pain lower ("severe abdominal cramping /severe lower abdominal pain"), back pain ("severe lower back pain/lower back pain"), uterine pain ("severe uterine pain"), dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/skin rash/scalp rash"), erythema ("skin redness"), dry skin ("dry skin/dryness"), skin discolouration ("patches of skin resembling burn marks"), pruritus ("itching"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), seborrhoeic dermatitis ("seborrheic dermatitis"), madarosis ("eyebrows thinned"), vulvovaginal pruritus ("vaginal itching") and vaginal odour ("vaginal odour"). In (B)(6) 2009, the patient experienced coital bleeding ("every time I have intercourse I bleed"). In (B)(6) 2010, the patient experienced hemiparaesthesia ("numbness and tingling on left side spreading from feet to face"), feeling abnormal ("brain fog, generally distracted") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2010, the patient experienced palpitations ("heart palpitations"). In 2014, the patient experienced anxiety ("increased sense of anxiety/anxiety") with chest discomfort, heart rate increased and dyspnoea and hot flush ("hot flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), hemianaesthesia ("numbness and tingling on left side spreading from feet to face"), pain ("pain/weak feeling in body"), asthenia ("pain/weak feeling in body"), breast tenderness ("left breast/nipple is also very tender"), muscle tightness ("tightness in neck (left side) that kept it tilted to side"), aphonia ("lost voice"), dry throat ("dry throat/dryness"), oropharyngeal pain ("very dry and sore throat"), dry mouth ("dry mouth/dryness"), hypertension ("high blood pressure"), the first episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the second episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the first episode of peripheral swelling ("extreme swelling in my ankles and feet"), joint swelling ("extreme swelling in my ankles and feet"), skin disorder ("small fleshy/white bumps around the base of foot/skin bumps"), the second episode of peripheral swelling ("my hands also swell"), seborrhoeic keratosis ("seborrheic keratosis on scalp"), the first episode of abdominal distension ("severe inflammation/blotting in abdominal area, often cannot get pants buttoned"), the first episode of musculoskeletal pain ("sharp pain in left butt cheek"), skin mass ("sore spongy noodles on ribcage that come and go"), pain of skin ("sore spongy noodles on ribcage that come and go"), hair texture abnormal ("hair very dry, brittle, grows slowly"), insomnia ("insomnia"), seasonal allergy ("seasonal allergies"), memory impairment ("feel like I cannot remember things"), the second episode of abdominal distension ("severe bloating"), inflammation ("severe inflammation of ankles"), muscle spasms ("muscle spasms"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), weight decreased ("weight loss"), migraine ("migraines"), headache ("headaches") and the second episode of musculoskeletal pain ("buttocks pain"). The patient was treated with biotin, cyanocobalamin (vitamin b12), cetirizine hydrochloride (zyrtec), ibuprofen and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, hemianaesthesia, hemiparaesthesia, pain, asthenia, breast tenderness, muscle tightness, aphonia, dry throat, oropharyngeal pain, dry mouth, hypertension, dysmenorrhoea, the last episode of sputum discoloured, coital bleeding, skin disorder, the last episode of peripheral swelling, seborrhoeic keratosis, weight increased, skin mass, fatigue, insomnia, anxiety, memory impairment, feeling abnormal, back pain, uterine pain, the last episode of abdominal distension, dental caries, tooth loss, dysgeusia, inflammation, muscle spasms, hot flush, hypoaesthesia, paraesthesia, vaginal discharge, dyspareunia, rash, erythema, dry skin, skin discolouration, pruritus, alopecia, weight decreased, palpitations, vaginal haemorrhage, seborrhoeic dermatitis, migraine, headache, the last episode of musculoskeletal pain, madarosis, vulvovaginal pruritus and vaginal odour outcome was unknown, the joint swelling, hair texture abnormal and seasonal allergy had not resolved and the abdominal pain lower had resolved. The reporter provided no causality assessment for anxiety, aphonia, asthenia, breast tenderness, coital bleeding, dry mouth, dry throat, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, hemianaesthesia, hemiparaesthesia, hypertension, insomnia, joint swelling, memory impairment, menorrhagia, muscle tightness, oropharyngeal pain, pain, pain of skin, seasonal allergy, seborrhoeic keratosis, skin disorder, skin mass, weight increased, the first episode of abdominal distension, the first episode of musculoskeletal pain, the first episode of peripheral swelling, the first episode of sputum discoloured, the second episode of peripheral swelling and the second episode of sputum discoloured with essure. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dry skin, dysgeusia, dyspareunia, erythema, headache, hot flush, hypoaesthesia, inflammation, madarosis, migraine, muscle spasms, palpitations, paraesthesia, pelvic pain, pruritus, rash, seborrhoeic dermatitis, skin discolouration, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus, weight decreased, the second episode of abdominal distension and the second episode of musculoskeletal pain to be related to essure. The reporter commented: current weight:199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Electrocardiogram - on an unknown date: EKG normal. Full blood count - on an unknown date: cbc normal. Hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes. Neurology consults, 2 mris (magnetic resonance imaging) - no diagnosed condition. On 17-dec-2013, ultrasound pelvis revealed uterus measures 8.1 x 4.8 x 3.9 cm, right ovary 2.8 x 3.2 x 2 cm, left ovary 2.7 x 1.8 x 1.5 cm. No evidence of endometrial, myometrial or adnexal solid or cystic masses. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Reporters information updated. Events: thinning eye brows, vaginal itching,vaginal odour were added. Concomitant drugs, historical drugs, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 24-feb-2014. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, like periodically getting stabbed / severe pelvic pain/pain") and genital haemorrhage ("bleeding lasts 2-3 days") in a 38-year-old female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, migraine and headache. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced coital bleeding ("everytime I have intercourse I bleed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria disability and medically significant), menorrhagia ("bleeding produces very large clots / felt like my insides falling out/abnormally heavy menstrual bleeding/prolonged menstruation; abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), hemianaesthesia ("numbness and tingling on left side spreading from feet to face"), hemiparaesthesia ("numbness and tingling on left side spreading from feet to face"), pain ("pain/weak feeling in body"), dry throat ("dry throat/dryness"), dry mouth ("dry mouth/dryness"), dysmenorrhoea ("extremely intense menstrual cramps/abnormally severe menstrual pain/dysmenorrhea (cramping)"), skin disorder ("small fleshy/white bumps around the base of foot/skin bumps"), the first episode of weight increased ("gained approx. 40 lbs."), fatigue ("constant fatigue/chronic fatigue"), anxiety ("increased sense of anxiety/anxiety") with chest discomfort, heart rate increased and dyspnoea, feeling abnormal ("brain fog, generally distracted"), abdominal pain lower ("severe abdominal cramping /severe lower abdominal pain"), back pain ("severe lower back pain/lower back pain"), uterine pain ("severe uterine pain"), the second episode of abdominal distension ("severe bloating"), dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), inflammation ("severe inflammation of ankles"), muscle spasms ("muscle spasms"), hot flush ("hot flashes"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/skin rash"), erythema ("skin redness"), dry skin ("dry skin/dryness"), skin discolouration ("patches of skin resembling burn marks"), pruritus ("itching"), alopecia ("hair loss"), the second episode of weight increased ("weight gain"), weight decreased ("weight loss"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), seborrhoeic dermatitis ("seborrheic dermatitis"), migraine ("migraines"), headache ("headaches") and the second episode of musculoskeletal pain ("buttocks pain"). On an unknown date, the patient experienced asthenia ("pain/weak feeling in body"), breast tenderness ("left breast/nipple is also very tender"), muscle tightness ("tightness in neck (left side) that kept it tilted to side"), aphonia ("lost voice"), oropharyngeal pain ("very dry and sore throat"), hypertension ("high blood pressure"), the first episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the second episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the first episode of peripheral swelling ("extreme swelling in my ankles and feet"), joint swelling ("extreme swelling in my ankles and feet"), the second episode of peripheral swelling ("my hands also swell"), seborrhoeic keratosis ("seborrheic keratosis on scalp"), the first episode of abdominal distension ("severe inflammation/blotting in abdominal area, often cannot get pants buttoned"), the first episode of musculoskeletal pain ("sharp pain in left butt cheek"), skin mass ("sore spongy noodles on ribcage that come and go"), pain of skin ("sore spongy noodles on ribcage that come and go"), hair texture abnormal ("hair very dry, brittle, grows slowly"), insomnia ("insomnia"), seasonal allergy ("seasonal allergies") and memory impairment ("feel like I cannot remember things"). The patient was treated with biotin, cyanocobalamin (vitamin b12), cetirizine hydrochloride (zyrtec), ibuprofen and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, hemianaesthesia, hemiparaesthesia, pain, dry throat, dry mouth, dysmenorrhoea, skin disorder, fatigue, anxiety, feeling abnormal, back pain, uterine pain, the last episode of abdominal distension, dental caries, tooth loss, dysgeusia, inflammation, muscle spasms, hot flush, hypoaesthesia, paraesthesia, vaginal discharge, dyspareunia, rash, erythema, dry skin, skin discolouration, pruritus, alopecia, the last episode of weight increased, weight decreased, palpitations, vaginal haemorrhage, seborrhoeic dermatitis, migraine, headache and the last episode of musculoskeletal pain outcome was unknown, the asthenia, breast tenderness, muscle tightness, aphonia, oropharyngeal pain, hypertension, the last episode of sputum discoloured, coital bleeding, the last episode of peripheral swelling, seborrhoeic keratosis, skin mass, insomnia and memory impairment outcome was unknown, the joint swelling, hair texture abnormal and seasonal allergy had not resolved and the abdominal pain lower had resolved. The reporter provided no causality assessment for anxiety, aphonia, asthenia, breast tenderness, coital bleeding, dry mouth, dry throat, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, hemianaesthesia, hemiparaesthesia, hypertension, insomnia, joint swelling, memory impairment, menorrhagia, muscle tightness, oropharyngeal pain, pain, pain of skin, seasonal allergy, seborrhoeic keratosis, skin disorder, skin mass, the first episode of abdominal distension, the first episode of musculoskeletal pain, the first episode of peripheral swelling, the first episode of sputum discoloured, the first episode of weight increased, the second episode of peripheral swelling and the second episode of sputum discoloured with essure. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dry skin, dysgeusia, dyspareunia, erythema, headache, hot flush, hypoaesthesia, inflammation, migraine, muscle spasms, palpitations, paraesthesia, pelvic pain, pruritus, rash, seborrhoeic dermatitis, skin discolouration, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, the second episode of abdominal distension, the second episode of musculoskeletal pain and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes neurology consults, 2 mris (magnetic resonance imaging) - no diagnosed condition. On (B)(6) 2013, ultrasound pelvis revealed uterus measures 8.1 x 4.8 x 3.9 cm, right ovary 2.8 x 3.2 x 2 cm, left ovary 2.7 x 1.8 x 1.5 cm. No evidence of endometrial, myometrial or adnexal solid or cystic masses. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), seborrheic dermatitis, migraines, headaches and buttocks pain. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033689) on 24-feb-2014. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, like periodically getting stabbed / severe pelvic pain/pain') and genital haemorrhage ('bleeding lasts 2-3 days') in a 38-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, migraine and headache. *neurology consults, 2 mris (magnetic resonance imaging) - no diagnosed condition. On (B)(6) 2013, ultrasound pelvis revealed uterus measures 8.1 x 4.8 x 3.9 cm, right ovary 2.8 x 3.2 x 2 cm, left ovary 2.7 x 1.8 x 1.5 cm. No evidence of endometrial, myometrial or adnexal solid or cystic masses. Previously administered products included for an unreported indication: mirena iud and betamethasone dipropionate. Concomitant products included ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins) and clobetasol propionate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced coital bleeding ("everytime I have intercourse I bleed"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding produces very large clots / felt like my insides falling out/abnormally heavy menstrual bleeding/prolonged menstruation; abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("extremely intense menstrual cramps/abnormally severe menstrual pain/dysmenorrhea (cramping)"), fatigue ("constant fatigue/chronic fatigue"), abdominal pain lower ("severe abdominal cramping /severe lower abdominal pain"), back pain ("severe lower back pain/lower back pain"), uterine pain ("severe uterine pain"), dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/skin rash/scalp rash"), erythema ("skin redness"), dry skin ("dry skin/dryness"), skin discolouration ("patches of skin resembling burn marks"), pruritus ("itching"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), seborrhoeic dermatitis ("seborrheic dermatitis"), madarosis ("eyebrows thinned"), vulvovaginal pruritus ("vaginal itching") and vaginal odour ("vaginal odour") and was found to have weight increased ("gained approx. 40 lbs."). In (B)(6) 2010, the patient experienced hemiparaesthesia ("numbness and tingling on left side spreading from feet to face"), feeling abnormal ("brain fog, generally distracted") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2010, the patient experienced palpitations ("heart palpitations"). In 2014, the patient experienced anxiety ("increased sense of anxiety/anxiety") with chest discomfort, heart rate increased and dyspnoea and hot flush ("hot flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), hemianaesthesia ("numbness and tingling on left side spreading from feet to face"), pain ("pain/weak feeling in body"), asthenia ("pain/weak feeling in body"), breast tenderness ("left breast/nipple is also very tender"), muscle tightness ("tightness in neck (left side) that kept it tilted to side"), aphonia ("lost voice"), dry throat ("dry throat/dryness"), oropharyngeal pain ("very dry and sore throat"), dry mouth ("dry mouth/dryness"), hypertension ("high blood pressure"), the first episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the second episode of sputum discoloured ("white/yellow discharge throughout the mouth"), swelling of feet ("extreme swelling in my ankles and feet"), joint swelling ("extreme swelling in my ankles and feet"), skin disorder ("small fleshy/white bumps around the base of foot/skin bumps"), swelling of hands ("my hands also swell"), abdominal bloating ("severe inflammation/blotting in abdominal area, often cannot get pants buttoned"), the first episode of musculoskeletal pain ("sharp pain in left butt cheek"), skin mass ("sore spongy noodles on ribcage that come and go"), pain of skin ("sore spongy noodles on ribcage that come and go"), hair texture abnormal ("hair very dry, brittle, grows slowly"), insomnia ("insomnia"), seasonal allergy ("seasonal allergies"), memory impairment ("feel like I cannot remember things"), bloating ("severe bloating"), inflammation ("severe inflammation of ankles"), muscle spasms ("muscle spasms"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), migraine ("migraines"), headache ("headaches"), the second episode of musculoskeletal pain ("buttocks pain") and neck pain ("both side of neck, used to be only left") and was found to have seborrhoeic keratosis ("seborrheic keratosis on scalp") and weight decreased ("weight loss"). The patient was treated with biotin, cetirizine hydrochloride, ibuprofen, vitamin b12 nos, surgery (she underwent a total hysterectomy and bilateral salpingectomy) and hydro. Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, hemianaesthesia, hemiparaesthesia, pain, asthenia, breast tenderness, muscle tightness, aphonia, dry throat, oropharyngeal pain, dry mouth, hypertension, dysmenorrhoea, the last episode of sputum discoloured, coital bleeding, swelling of feet, skin disorder, swelling of hands, seborrhoeic keratosis, weight increased, abdominal bloating, skin mass, fatigue, insomnia, anxiety, memory impairment, feeling abnormal, back pain, uterine pain, bloating, dental caries, tooth loss, dysgeusia, inflammation, muscle spasms, hot flush, hypoaesthesia, paraesthesia, vaginal discharge, dyspareunia, rash, erythema, dry skin, skin discolouration, pruritus, alopecia, weight decreased, palpitations, vaginal haemorrhage, seborrhoeic dermatitis, migraine, headache, the last episode of musculoskeletal pain, madarosis, vulvovaginal pruritus, vaginal odour and neck pain outcome was unknown, the joint swelling, hair texture abnormal and seasonal allergy had not resolved and the abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal bloating, anxiety, aphonia, asthenia, breast tenderness, coital bleeding, dry mouth, dry throat, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, hemianaesthesia, hemiparaesthesia, hypertension, insomnia, joint swelling, memory impairment, menorrhagia, muscle tightness, oropharyngeal pain, pain, pain of skin, seasonal allergy, seborrhoeic keratosis, skin disorder, skin mass, swelling of feet, weight increased, the first episode of musculoskeletal pain, the first episode of sputum discoloured, swelling of hands and the second episode of sputum discoloured with essure. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dry skin, dysgeusia, dyspareunia, erythema, headache, hot flush, hypoaesthesia, inflammation, madarosis, migraine, muscle spasms, neck pain, palpitations, paraesthesia, pelvic pain, pruritus, rash, seborrhoeic dermatitis, skin discolouration, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus, weight decreased, bloating and the second episode of musculoskeletal pain to be related to essure. The reporter commented: current weight :199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Electrocardiogram - on an unknown date: results: EKG normal. Full blood count - on an unknown date: results: cbc normal.. Hysterosalpingogram - in (B)(6) 2010: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: reporter added. Event: neck pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 24-feb-2014. The most recent information was received on 27-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, like periodically getting stabbed / severe pelvic pain/pain") and genital haemorrhage ("bleeding lasts 2-3 days") in a 38-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, migraine and headache. Previously administered products included for an unreported indication: mirena iud and betamethasone dipropionate. Concomitant products included clobetasol propionate and multiple vitamins. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding produces very large clots / felt like my insides falling out/abnormally heavy menstrual bleeding/prolonged menstruation; abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("extremely intense menstrual cramps/abnormally severe menstrual pain/dysmenorrhea (cramping)"), weight increased ("gained approx. 40 lbs."), fatigue ("constant fatigue/chronic fatigue"), abdominal pain lower ("severe abdominal cramping /severe lower abdominal pain"), back pain ("severe lower back pain/lower back pain"), uterine pain ("severe uterine pain"), dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/skin rash/scalp rash"), erythema ("skin redness"), dry skin ("dry skin/dryness"), skin discolouration ("patches of skin resembling burn marks"), pruritus ("itching"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), seborrhoeic dermatitis ("seborrheic dermatitis"), madarosis ("eyebrows thinned"), vulvovaginal pruritus ("vaginal itching") and vaginal odour ("vaginal odour"). In (B)(6) 2009, the patient experienced coital bleeding ("everytime I have intercourse I bleed"). In (B)(6) 2010, the patient experienced hemiparaesthesia ("numbness and tingling on left side spreading from feet to face"), feeling abnormal ("brain fog, generally distracted") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2010, the patient experienced palpitations ("heart palpitations"). In 2014, the patient experienced anxiety ("increased sense of anxiety/anxiety") with chest discomfort, heart rate increased and dyspnoea and hot flush ("hot flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), hemianaesthesia ("numbness and tingling on left side spreading from feet to face"), pain ("pain/weak feeling in body"), asthenia ("pain/weak feeling in body"), breast tenderness ("left breast/nipple is also very tender"), muscle tightness ("tightness in neck (left side) that kept it tilted to side"), aphonia ("lost voice"), dry throat ("dry throat/dryness"), oropharyngeal pain ("very dry and sore throat"), dry mouth ("dry mouth/dryness"), hypertension ("high blood pressure"), the first episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the second episode of sputum discoloured ("white/yellow discharge throughout the mouth"), the first episode of peripheral swelling ("extreme swelling in my ankles and feet"), joint swelling ("extreme swelling in my ankles and feet"), skin disorder ("small fleshy/white bumps around the base of foot/skin bumps"), the second episode of peripheral swelling ("my hands also swell"), seborrhoeic keratosis ("seborrheic keratosis on scalp"), the first episode of abdominal distension ("severe inflammation/blotting in abdominal area, often cannot get pants buttoned"), the first episode of musculoskeletal pain ("sharp pain in left butt cheek"), skin mass ("sore spongy noodles on ribcage that come and go"), pain of skin ("sore spongy noodles on ribcage that come and go"), hair texture abnormal ("hair very dry, brittle, grows slowly"), insomnia ("insomnia"), seasonal allergy ("seasonal allergies"), memory impairment ("feel like I cannot remember things"), the second episode of abdominal distension ("severe bloating"), inflammation ("severe inflammation of ankles"), muscle spasms ("muscle spasms"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), weight decreased ("weight loss"), migraine ("migraines"), headache ("headaches") and the second episode of musculoskeletal pain ("buttocks pain"). The patient was treated with biotin, cyanocobalamin (vitamin b12), cetirizine hydrochloride (zyrtec), ibuprofen and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, hemianaesthesia, hemiparaesthesia, pain, asthenia, breast tenderness, muscle tightness, aphonia, dry throat, oropharyngeal pain, dry mouth, hypertension, dysmenorrhoea, the last episode of sputum discoloured, coital bleeding, skin disorder, the last episode of peripheral swelling, seborrhoeic keratosis, weight increased, skin mass, fatigue, insomnia, anxiety, memory impairment, feeling abnormal, back pain, uterine pain, the last episode of abdominal distension, dental caries, tooth loss, dysgeusia, inflammation, muscle spasms, hot flush, hypoaesthesia, paraesthesia, vaginal discharge, dyspareunia, rash, erythema, dry skin, skin discolouration, pruritus, alopecia, weight decreased, palpitations, vaginal haemorrhage, seborrhoeic dermatitis, migraine, headache, the last episode of musculoskeletal pain, madarosis, vulvovaginal pruritus and vaginal odour outcome was unknown, the joint swelling, hair texture abnormal and seasonal allergy had not resolved and the abdominal pain lower had resolved. The reporter provided no causality assessment for anxiety, aphonia, asthenia, breast tenderness, coital bleeding, dry mouth, dry throat, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, hemianaesthesia, hemiparaesthesia, hypertension, insomnia, joint swelling, memory impairment, menorrhagia, muscle tightness, oropharyngeal pain, pain, pain of skin, seasonal allergy, seborrhoeic keratosis, skin disorder, skin mass, weight increased, the first episode of abdominal distension, the first episode of musculoskeletal pain, the first episode of peripheral swelling, the first episode of sputum discoloured, the second episode of peripheral swelling and the second episode of sputum discoloured with essure. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dry skin, dysgeusia, dyspareunia, erythema, headache, hot flush, hypoaesthesia, inflammation, madarosis, migraine, muscle spasms, palpitations, paraesthesia, pelvic pain, pruritus, rash, seborrhoeic dermatitis, skin discolouration, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus, weight decreased, the second episode of abdominal distension and the second episode of musculoskeletal pain to be related to essure. The reporter commented: current weight :199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Electrocardiogram - on an unknown date: EKG normal. Full blood count - on an unknown date: cbc normal. Hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes . Neurology consults, 2 mris (magnetic resonance imaging) - no diagnosed condition. On (B)(6) 2013, ultrasound pelvis revealed uterus measures 8.1 x 4.8 x 3.9 cm, right ovary 2.8 x 3.2 x 2 cm, left ovary 2.7 x 1.8 x 1.5 cm. No evidence of endometrial, myometrial or adnexal solid or cystic masses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received on (B)(6) 2014 from a consumer in the united states via the (B)(4), the regulatory authority in the united states ((B)(4), received at FDA on 31-dec-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced numbness and tingling on left side spreading from feet to face, pain/weak feeling in body, left breast/nipple very tender, tightness in neck (left side), kept it tilted to side, lost voice, very dry and sore throat, dry mouth, high blood pressure, extremely intense menstrual cramps and pelvic pain, like periodically getting stabbed, bleeding lasts 2-3 days, produces very large clots, felt like insides falling out, white/yellow discharge throughout the mouth, bleeds with intercourse, extreme swelling in ankles and feet, small fleshy/white bumps around the base of foot, hands swell, seborrheic keratosis on scalp, gained approx. 40 lbs, severe inflammation/blotting in abdominal area, often cannot get pants buttoned, sharp pain in left butt cheek, sore spongy noodles on ribcage, hair very dry, brittle, grows slowly, constant fatigue, insomnia, seasonal allergies, increased sense of anxiety, feels like cannot remember things, brain fog, generally distracted, periodic chest heaviness, difficulty breathing, rapid heart rate, and asthmatic type situation. On FDA form it was reported, report type was 'injury', outcome of events was 'disability or permanent damage'. No information was given on consumer's past drugs, concomitant medication and concurrent conditions. Consumer's history included pregnancy. On (B)(6) 2009, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported approximately 30-60 days following essure implantation, she began having numbness and tingling on left side spreading from feet to face, most significantly upper arm and left side. This constant issue creates a general pain/weak feeling in her body. On occasion her left breast/nipple is also very tender. She developed tightness in her neck (left side) that kept it tilted to side. She had neurology consults, 2 mris (magnetic resonance imaging) and had no diagnosed condition. A few weeks later, in addition to those symptoms, she lost her voice. An ent (ear nose throat) procedure was ordered for this with no outcome. She got voice back within a week, but since has periodic issues with very dry and sore throat and dry mouth. She was in ER (emergency room), urgent care and clinic several times, other than realizing she had high blood pressure, none of this was ever diagnosed. She decided to live with the misery as she could not afford additional testing and there was no clue as to what was going on nor a connection to the essure. As the months went on, she began having extremely intense menstrual cramps and pelvic pain that felt like she was periodically getting stabbed (worse on the l (left)). Bleeding last 2-3 days, but produces very large clots, it felt like her inserts were falling out. She also has white/yellow discharge throughout the mouth. Since implant (reported start date of event(s) (B)(6) 2009), every time she has intercourse she bleeds, this lasts for a few hours afterwards. At 30-60 days following essure implantation to date of reporting, she has extreme swelling in her ankles and feet, often producing small fleshy/white bumps around the base of her foot. That occurs after only minutes of walking. She cannot sit on high stools if her feet dangle or the swelling becomes very intense. If she drives more than an hour, she has to wear compression socks. Her hands also swell if she goes for a walk or at other somewhat random times. She has developed seborrheic keratosis on her scalp. She has gained approximately 40 lbs (pounds) which primarily was put on the year following implant with a few additional pounds in subsequent years. In addition, she has severe inflammation/blotting in her abdominal area, often cannot get pants buttoned. She previously only had weight issues in her lower half and had a small waist, now she has a very prominent abdominal area up to breasts, similar to when she was pregnant. She cannot get this mid section weight off. She has sharp pain in her left butt cheek, it comes and goes and sore spongy noodles on ribcage that come and go. Her hair has become very dry and brittle and grows slowly as have her eyelashes and eyebrows. She began taking biotin and b12 along with a multivitamin about two years post implant and they have not changed anything. She has constant fatigue despite sleeping a full night. Also she gets insomnia at times. Throughout the years, she has also developed seasonal allergies which she takes zyrtec (cetirizine) for. Currently, she needs to take this every day/year round. She has felt an increased sense of anxiety, which prompted to leave a job she had for 17 years (as she thought it was getting to stressful for her). However,despite changing jobs, she continues to have this heightened anxiety level. She also often feels like she cannot remember things she used to and that she has a bit of brain fog - became evident when she was training for a new job. She notices also when she is driving, that she is just generally distracted and not as aware on surroundings. She recently (over the last 2-3 months) began to experience periodic chest heaviness, difficulty breathing and a rapid heart rate. This can occur any time she gets up from sitting, takes stairs as well as sometimes when she is just sitting - its random. It feels like an asthmatic type situation. This prompted her to recently seek medical attention as well as do some research to truly find out why her body just seems to be falling apart. This is when she came across other women with similar symptoms that had all had the essure implant. She is currently going through some md (medical doctor) visits and tests that may link her symptoms to essure, it does make more sense as all symptoms began following implant. This is a spontaneous case report received from a consumer via regulatory authority (case# mw5033689) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who received essure (fallopian tube occlusion insert) and experienced numbness and tingling on my left side spreading from feet to face, pain/weak feeling in my body, left breast/nipple is also very tender, tightness in my neck (left side) that kept it tilted to side, lost my voice, very dry and sore throat, dry mouth, high blood pressure, extremely intense menstrual cramps and pelvic pain, like periodically getting stabbed, bleeding lasts 2-3 days, produces very large clots, felt like insides falling out, white/yellow discharge throughout the mouth, everytime I have intercourse I bleed, extreme swelling in my ankles and feet, small fleshy/white bumps around the base of my foot, my hands also swell, seborrheic keratosis on my scalp, gained approx. 40 lbs., severe inflammation/blotting in my abdominal area, sharp pain in my left butt cheek, sore spongy noodles on ribcage that come and go, hair has become very dry and brittle and grows slowly, constant fatigue, insomnia, seasonal allergies, increase sense of anxiety, feel like I cannot remember things I used to, brain fog, generally distracted, periodic chest heaviness, difficulty breathing, rapid heart rate, and asthmatic type situation. The consumer's medical history included pregnancy. The consumer was treated with biotin (biotin), vitamin b12 (cyanocobalamin), and zyrtec (cetirizine hydrochloride). Follow up report received on 25-sep-2017: reporter added and information updated, laboratory tests, indication, stop date, events added and updated events pelvic pain, like periodically getting stabbed / severe pelvic pain (previously reported as pelvic pain, like periodically getting stabbed) and seriousness of event was updated to intervention required (device). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.